Manufacturer narrative:
Testing and investigation found the device touchscreen was not responsive when the keys were pressed. The probable cause was due to contamination caused by fluid spillage found on the edges of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.